Manufacturer narrative:
Reliability analysis conducted on one opened/used glucose sensor. The sensor passed per specifications with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that her blood glucose was 273 mg/dl. Customer stated that her sensor was giving incorrect readings and was alarming bad sensor and calibration error. Customer stated that the sensor cannula was slightly bent. Nothing further was reported.